Event description:
Pt's hand was cut on the corner of the IV pump as they were going to the bathroom. Fifteen out of the 900 pumps were inspected. Most, if not all have this excessive flash. The pt received a 2.5 cm cut, which did not require anything more than direct pressure for 15 minutes.